Event description:
Customer's mom called in to report the insulin pump alarmed for button error. Customer's blood glucose reading at the time was 488 mg/dl. Advised customer's mom that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. However, the insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump had with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, scratched case, scratched reservoir tube window and broken belt clip slot.